Event description:
It was reported by a customer that on (B)(6) 2012 the aiming beam fired straight out of the fiber at 54,888 joules. Add'l info reported by the customer was the beam was used to test the fiber prior to use inside of the pt. The beam was visible. During the procedure, the forward firing condition was noticed. The pt did not experience any harm from the incident that the customer was aware of. Error code 171 appeared on the laser system. The user did not experience any injuries from the use of the system. The current status of the pt is unk.